Manufacturer narrative:
Concomitant products: 429888, lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced multiple episodes including three non-sustained ventricular tachycardia episodes. A cardiac resynchronization therapy defibrillator (crt-d) sensing and detection issue was noted "due to large gaps in the r to r intervals." Additionally, it was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for rv undersensing during fine ventricular fibrillation (vf). High rv capture thresholds were also noted. Both the crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.